Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/11 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: home is where the heartware is: preparing pediatric patients and caregivers for discharge to home and integration into the community. American society of artificial internal organs journal, 2018 nov/dec; 64(6):e166-e171. Doi:10.1097/mat.0000000000000846. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed vads for left ventricular support in pediatric patients and preparations needed for discharging these patients from the hospital. Multiple patients were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. One pediatric patient on vad support experienced a hospital re-admission for a controller exchange. The status/location of the controller is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one controller with unknown serial number was not returned for evaluation. Review of the controller log files could not be conducted since log files were not available. There is insufficient information regarding the reported event. As a result, the reported event could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.